Manufacturer narrative:
Batch review performed on 04 september 2018. Lot 173533: (B)(4) items manufactured and released on 22 march 2017. Expiration date: 2022-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that the patient came in complaining of pain. The surgeon believes the stem is loose. The surgeon plans to revise the patient on (B)(6) 2018.

Manufacturer narrative:
Update received on november 05, 2018. The patient canceled the surgery on (B)(6) 2018 and stated that it was possible he's going elsewhere. No further information was provided and no other records are available.